Manufacturer narrative:
The ge service rep confirmed the error condition. Troubleshooting found an intermittent connection in the xray control circuit. He corrected the intermittent connection. The unit operates as intended.

Event description:
The customer reported that the heating unit sensor is blocking the fluoro. No patient injury was reported.